Event description:
Co received a redacted copy of an incident report filed with FDA through the FDA medwatch medical products reporting program. Mw#4002751. The pt reported that half-way through the tumt, their blood pressure dropped from 150/94 and 68/43, and heart rate 82 to 42, in a 5 minute period. The treatment was stopped and a cardiologist was called in. Once the pt was stabilized, the machine was restarted. 129kj was reported to have been delivered. The pt was sent home with a catheter. At home eight hours later, the pt reported excruciating pain. Four days po, pt removed the catheter on the doctor's instructions. The pt experienced pain, when urinating. Pt also reported that they had no control. If the pt tried to wait to void, terrific pains would shoot up their left side. On march 15, 2000, pt went into urinary retention and had to go to the hosp emergency room to have a catheter inserted. The following week, the pt elected to have surgery.